Event description:
It was reported that while using bd bactec¿ myco/f lytic culture vials, a false negative result was obtained when testing the bone marrow of a patient known to have disseminated tb. Customer was unable to provide information on if there was patient impact or any change in treatment.

Manufacturer narrative:
H.6 investigation summary catalog 442288 batch no. 3145910. Customer reported a false negative. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. The attached plot shows some indication of signal noise near the time of detection that may have contributed to the false positive.  Noisy signal can be caused by electrical, physical or environmental disturbances of the instrument. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k970333. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ myco/f lytic culture vials, a false negative result was obtained when testing the bone marrow of a patient known to have disseminated tb. Customer was unable to provide information on if there was patient impact or any change in treatment.